Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 142mg/dl. Troubleshooting was performed. The caller stated that the insulin squirted during the manual prime process. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received with missing end cap sticker.